Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (date not reported). The infection has since resolved.

Manufacturer narrative:
This report is submitted on may 31, 2018. (B)(4).

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the abutment was removed due to device non-use and infection. The implanted fixture currently remains insitu.